Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for other chronic/intract pain (trunk/limbs).the manufacturing representative (rep) was inquiring about the ins longevity. The rep stated that the patient reports that the ins has been taking longer to charge and they have been charging more frequently. It was reviewed that the ins longevity is (B)(6) and that recharging becomes more frequent towards end of service or if patient had change in settings. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that on 2017 (B)(4) the manufacturer's representative worked with the patient to reprogram their device for a less energy intensive program. They told the patient that their settings were likely the cause of the long recharge times and instructed the patient on the best practices for recharge coupling efficiency. The charging issue was resolved. No further complications reported.